Event description:
It was reported that during a rotational atherectomy procedure, a guide wire became stuck to a catheter and the guide wire separated. The 90% stenosed lesion was located in the tibial artery. Another manufacturer's rotational atherectomy catheter became stuck to a journey guide wire. The guide wire tip detached while inside of the atherectomy catheter. The detached guide wire tip was caught on the catheter, and was removed with the catheter. No patient complications were reported. The patient status is ok.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).